Event description:
In situ measurements show all electrode channels in status hi. A trauma is unknown at this time.

Manufacturer narrative:
(B)(4) . The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.